Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced by the customer. The fe reloaded software and calibration files. The system nodes were reflashed. The system booted up with an error following repair. The customer decided to fix the error on their own. No conclusion can be drawn as final repair information is unavailable.

Event description:
The customer reported that the system would not make x-rays. This resulted a total loss of imaging functionality. There is no report of injury ore death associated with this event.